Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01557. It was reported the patient was experiencing stinging at the peripheral leads (off label use) when the stimulation is on. Images taken revealed one of the leads migrated. The leads were explanted and replaced with a different model. The patient reportedly receives effective stimulation in the established pain pattern.